Event description:
The customer contact reported "device will not power-up. Non-rechargeable batteries have leaked, causing severe internal corrosion." The device was returned to the biomedical department from an unspecified clinical unit. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device has been received. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.